Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 8-9 pen needles clogged during injection. Informed caller of the proper non patient end placement.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 8-9 pen needles clogged during injection. Informed caller of the proper non patient end placement.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.